Event description:
Related manufacturer reference number:2017865-2023-36888. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was noted due to oversensing. Patient experienced dizziness due to pacing inhibition. During lead revision procedure it was found that patient's atrial lead was endothelialized with the rv lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead failure to disconnect was not confirmed. As received, a complete lead the was returned in two pieces. Visual examination of the lead was normal. No anomalies were found.